Event description:
A surgeon reports that a thermal burn occurred during a procedure where the product was used. The surgeion states more product than usual was used due to the pt's shallow anterior chamber. Additional info has been requested.

Event description:
Surgeon reports the pt is doing well.